Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "the admin set tubing completely came out from the distal end of the cassette." The disconnect occurred during infusion. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.